Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cap con unknown grade, deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with a rtoura breast tissue expander, 375cc on the left side, and unknown tissue expander on the right side, saline breast implant experienced bilateral capsular contractures unknown grade, and right sided deflation post procedure. As a result, patient underwent bilateral replacements as follow: left/ ref: 3503254bc, sn: (B)(6), right/ ref: 3503254bc, sn: (B)(6), and left breast open capsulotomy, and capsulorrhapy on (B)(6) 2023. This report relates to the right side.